Event description:
Hello, I'd like to report a potential hazard related to display differences between profile and non-profile views on pyxis medstations. The displays are different in a profile vs non-profile view and my concern would be around someone who floats and would encounter two different pyxis modes and perhaps give the wrong dose because they were subconsciously looking in one area for the amount. For example if the dose is 2.26 mg on a profile device it reads, "administer 2.26 mg = 1.13 ml" but on a non-profile device it displays as, "administer 1.13 ml = 2.26 mg" (so concern would be maybe they're always used to looking at the amount at the end and if an inpatient nurse floated to say radiology that may be non-profile and just looked at the amount on the end (2.26 mg), but saw that was 2.26 ml that could result in an overdose. There's also one additional area that displays differently that I've called out in my screenshots. Communication, poor / packing (nonspecific). Unclear / confusing ref material. Drug distribution system: system failure; floor stock errors. Circumstances or events have capacity to cause error. (B)(4).